Manufacturer narrative:
Device not available.

Manufacturer narrative:
Additional information received on 27 july 2016 and includes: we don`t know at the moment if the explants will be returned for analysis. The revision surgery was completed successfully. On 29 july 2016 the medical affairs director performed the following analysis: thin female patient of (B)(6) received a cementless tha in (B)(6) 2016. Rather osteoporotic bone. The amistem femoral component appears to have a rather varus position, which may have induced its undersizing. Possibly an unknown peculiar anatomical situation has brought to this contingency. This may be considered a cause contributing to the early loosening of the stem. According to report, the stem was well fixed proximally, but in the radiograph and pictures this cannot be either confirmed or denied. On 02 august 2016 the r&d project manager checked the picture of the explant commenting that from the attached photos a certain root cause of the event cannot be defined. Batch review performed on 02 august 2016: (B)(4).

Event description:
Revision surgery planned due to stem loosening. The cementless stem was undersized and implanted in osteoporotic bone. Distally it was completely loose, but stable in the proximal part of the femur.